Event description:
It was reported an issue where the set had snapped off from the site, and the cannula was found bent. A new site had been replaced and the event occurred while in use with a patient and there was no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A4: updated. D3, d5: updated. D9 - date returned to MFR: 24-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection confirmed the complainant¿s allegation, as the cannula was found to be bent. However, the probable cause could not be determined.